Event description:
It was reported that a remote transmission indicated high right ventricular (rv) lead thresholds and one instance of far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.